Event description:
Consumer states she dropped the heating pad on the floor and it fell between the bed and nightstand. She alleges the auto-off failed and burned a 3 inch area of her nightstand. She is also alleging that the heating pad burned her neck and she self-treated with aloe and burn cream.

Manufacturer narrative:
Consumer left the heating pad plugged in and unattended which is a violation of the instructions and warnings provided. The product has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/ folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.